Manufacturer narrative:
Investigation conclusion: tested 3x retained devices and 10x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retain & return. Source: phone.

Event description:
Reported 550 false positive flu a or flu b results out of 550 tests for asymptomatic patients. Unknown if the results were confirmed. Confirmation method(s) not provided.